Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer requested the table top illuminator be replaced.

Manufacturer narrative:
Additional information provided. The company service representative examined the system, but was unable to replicate the reported event. The company service representative found system message (sm) ¿the lamp in the table top illuminator needs to be replaced. Please contact field service¿ in the event log and the lamp was at 376 hours. The xenon lamp was replaced as a preventive measure. The system was then tested and met all product specifications. The system was manufactured on january 7, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).